Manufacturer narrative:
The received device had the cannula assembly deployed. Corrosion was observed on the pcb assembly. The bottom and middle batteries were found to have insufficient power, and a power source was used to download the device data. Inspection of the fluid path found no signs of damages that would prevent insulin delivery. A leak test found no signs of leakage. Investigation of the device found that the spring latch failed to release the clutch spring during the priming sequences. No damages were found to either the spring latch or clutch spring; a root cause could not be determined. The housing vent was found to be punctured; it cannot be determined when this damage occurred. No other damages or manufacturing deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 4 and 24 hours. Patient had chest pain and trouble breathing. As treatment, a manual injection of insulin (3u) was delivered and a new pod was applied.